Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having a high blood glucose level and receiving two no delivery alarms during bolus attempts. Blood glucose level at the time of the call was not provided. No further information was provided.